Event description:
It was reported that device breakage occurred. An epic vascular 6x80x120 was implanted. The distal nosecone of the catheter detached and stayed within the guide sheath at an unknown time during the procedure. The issue was not noticed until the end of the procedure when the nosecone was found in the guide sheath. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).